Event description:
A report was received that the patient has an infection. The physician will determine if the lead needs to be removed based on controlling the infection.

Event description:
A report was received that the patient has an infection. The physician will determine if the lead needs to be removed based on controlling the infection.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision¿ implantable pulse generator (ipg). Additional information was received that the patient was administered pyostacine for the infection. The physician assessed the infection to be procedure related. The infection was resolved and the patient was reportedly doing well. Upon follow up, the patient was suffering from inflammatory reaction at the pocket site and at the scar above the connector between the lead and extension. The patient's pocket site had pain and redness. The patient will undergo an ipg revision to push the ipg deeper in the pocket site.

Event description:
A report was received that the patient has an infection. The physician will determine if the lead needs to be removed based on controlling the infection.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision¿ implantable pulse generator (ipg) additional information was received that the patient was administered pyostacine for the infection. The physician assessed the infection to be procedure related. The infection was resolved and the patient was reportedly doing well. Upon follow up, the patient was suffering from inflammatory reaction at the pocket site and at the scar above the connector between the lead and extension. The patient's pocket site had redness. The patient will undergo an ipg revision to push the ipg deeper in the pocket site.